Event description:
Same case as MFR. Report # 3005099803-2009-00030. Upon return of the flexima biliary stent delivery system, the guide wire was included and it was noted the outer coating had peeled in multiple places. It was noted that there was no issue with the guide wire during the procedure. It was reported that an endoscopic retrograde cholangiopancreatography (ercp) procedure was being performed to treat a lesion in an unspecified "biliary passage". The 0.035 jag precursor guide wire was placed and the 8.5fr/5cm biliary stent delivery system (sds) was advanced to the lesion. Upon attempting to deploy the stent, deployment difficulties were encountered and the ro markerband on the sds detached and remained inside the patient's intestine. The stent was able to be deployed, however, the physician did not attempt to retrieve the detached portion and noted that it should pass on its own. The patient's status was reported as "fine". Upon follow-up with the physician it was thought that the ro markerband would not pass on its own. Another intervention was performed a week after the initial procedure at which time an unspecified retrieval basket was used to remove the "residue". The patient's status was reported as "good" following the second procedure.